Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the wire became stuck in the catheter. Had to pull harder than normal to have the wire exit the catheter. The catheter was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.